Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose values over 300 mg/dl, including a reading of 315 mg/dl, after a recent supply change and factory reset of the ilet system; customer support recommended a supply change and provided user education and troubleshooting. Investigation of this case revealed that the cause of the elevated glucose remained unclear. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need for user-directed corrective actions without medical intervention. It was concluded that the event was user-reported hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.